Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported bleeding and renal dysfunction could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. In addition, this document outlines the recommended anticoagulation regimen for patients using the device as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later stated that the renal dysfunction was not related to device or device therapy. Elevated creatinine values were observed. The renal dysfunction was treated with continuous hemodiafiltration (chdf).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient developed major bleeding in the mediastinum and the thoracic cavity due to the implant procedure requiring 8-16 units of red cell concentrate to be transfused. It was additionally reported that on (B)(6) 2023 the patient developed renal dysfunction.